Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch verio iq meter had a casing issue. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 7:00 am, the patient noted an issue with the test strip not able to be inserted into the reported meter test strip port; she was unable to obtain a blood glucose reading. After the use of the meter, the patient took her usual dose of novolog insulin 15.0 units and lantus insulin 31.0 units. Three hours later, the patient experienced the symptoms of irritability and being thirsty; she did not seek any medical attention or treatment. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms were not indicative of severe injury and she denied seeking medical attention. However, as the meter casing issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.